Event description:
It was reported that the device detected supraventricular tachycardia (svt) instead of ventricular tachycardia (vt). Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly, revealing that the sensed signals exhibited a too small deviation to the morphmatch reference signal, hence detected as svt. Ventricular sensed events occurring just below the relatively high programmed vt2 detection threshold are used for reference signal determination. This increased the similarity between the ongoing rhythm and the stored reference morphology. In this case, these ventricular events contributed to a lower morphmatch score, which favored svt classification. The observed behavior is consistent with the programmed device settings and does not indicate a device malfunction. Optimization of the morphmatch setting (e.g., changing from std to vt-sensitive) and/or adjustment of the vt2 detection zone may improve discrimination performance in similar episodes.